Event description:
Received from a poster of the other country's spine society (nass) conference presentation on 10/15/2008. Exact occurrence date is unknown, however, the incident occurred sometime in 2006. Type of surgery performed: t4-l1 posterior spinal fusion (psf). Details of event: patient had ais. Following screw insertion, deterioration in nmeps and sseps was noted. Screws were removed and scm data returned to baseline. Except for 3 screws that had an inferior breach (left t7 and bil. T8), screws were reinserted and remainder of the surgery was uneventful. Postoperative examination was normal initially, but two days later, she developed left le numbness/weakness. Implants were removed and MRI showed t4-t9 escc. She underwent a left (concave) t4-t9 hemilaminectomy. Floseal was noted and was evacuated. Six weeks following surgery, she had a complete neurologic recovery. Additional information received by dr, biosurgery clinical training manager on 10/16/2008 through discussion with another dr, co-author of paper/poster. Dr(second) revealed to us that the involved patients of three doctors, and I posed several questions to dr(second). When did this event take place? He replied that it occurred during the 2006-2007 calendar year. He could not recall exact month or date. With regard to the amount of floseal used, he replied, approximately 1-3 cc's per pedicle hole drilled. When questioned regarding breached pedicles, the second patient revealed a breach of the pedicles as reported in the abstract. When asked if excess floseal was irrigated during the procedure, he replied, "no". He was asked if he believed that application technique contributed to this event? Dr. Buchowski responded that, apart from the breach, he is of the opinion that perhaps too much floseal was utilized considering the confined space. As well, he questions whether floseal was introduced too aggressively (pressure exerted on the plunger), making extravasation more likely if a breach was not identified. He has modified his technique subsequently, using approximately 1 cc per intrapedicular hole and using less pressure on the syringe. He still does not irrigate excess floseal.

Manufacturer narrative:
Baxter medical director assessment: this is one of two similar cases operated by two different surgeons and reported in an abstract at the 2008 another country's spine society meeting. Additional feedback from the surgeon has been documented (baxter). The surgeon used 1-3 ml of floseal and the excess product has not been irrigated. Floseal swells up to 20% its volume in the first 10 minutes after application. The instructions for use clearly refer to the risk of using the product in bony confined areas (such as spinal surgery) and caution the surgeon about neural compressive effects. In addition, the IFU recommends "excess floseal (material not incorporated in the hemostatic clot) should be removed by gentle irrigation from the site of application..." The postoperative compressive complication is clearly related to the inadequate product application (excessive volume, and no irrigation of excess), confirmed by intraoperative findings and documented with magnetic resonance imaging in the publication (proceedings of the nass 23rd annual meeting/the spine journal 8 (2008). The statement at the end of publication that floseal is not approved for this indication is incorrect. The operating surgeon requires retraining in accordance with the relevant statements of the IFU regarding product swell, risk of compressive effects and need to irrigate excess product. No further investigations are required. Raymond f. Nistor, md biosurgery. A follow-up report will be submitted upon completion of re-training.